Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump would reboot multiple times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed pump reboots associated with cartridge changes. An additional unexplainable pump reboot followed the cartridge change. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measurements were within specifications. The pump was exercised with the returned battery cap for 24 hours. No reboot, loss of power, or call service alarms were duplicated. An ¿intermittent power¿ event was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.